Event description:
It was reported during the revision procedure (reference MFR report#1627487-2015-03285) due to the physician's excessive force when removing the leads out of the extension, the lead broke off inside the extension where the setscrew is tightened. Reportedly, the broken end of the lead was placed into the new ipg header and tightened. Follow-up identified diagnostic testing revealed multiple contacts with invalid impedance values. Furthermore, the system was activated and effective stimulation was achieved to all pain areas postoperatively. An additional surgery is planned as the next course of action to further address the lead issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.